Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Concomitant medical products: tendril st, unknown date.

Event description:
Related manufacturer reference number: 2017865-2019-09604, related manufacturer reference number: 2017865-2019-09605. It was reported that the patient presented in clinic for follow up. It was observed that the patient¿s system had eroded through the skin with a lead sticking out. The patient presented on (B)(6) 2019 for procedure and the system was explanted. The patient was stable post procedure.